Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the device history record (DHR) review shows the product was released per specifications. The used sample was visually inspected and no obvious defects were found. However, it was noted that only the cassette and infusion line were returned. Calibrated consoles, representing current software versions, were used to test the sample after all missing components had been replaced by those from the lab stock. The sample could prime and pass intraocular pressure (iop) calibration successfully. The values for proportional reflux, extrusion, and cut rate, displayed on the progress bar. Fluid was able to flow from the balanced salt solution (bss) bottle to the drain bag. The infusion pressure data was collected by using the pressure meter, and the data was within specification. No message codes appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test had been completed. Toggling the infusion and the fluid/air exchange (f/ax) modes, air could not flow from the cassette to the infusion line until the pressure was raised beyond the default setting. The root cause of the customer¿s complaint is the failure of the device to switch from fluid to air is that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address this issue. (B)(4).

Event description:
A nurse reported that during fluid / air exchange, the valve was stuck. No patient harm was reported. Additional information has been requested.